Event description:
During an implant attempt of the subject device, ventricular lead connection problems were incurred by the physician. Reportedly, the lead could not be fully inserted into the channel. The physician unscrewed the associated set-screw for 1-2 turns, and the lead could be fully inserted. Upon tightening of the set-screw, clicking of the screwdriver could not be obtained. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was mfg and used outside the us. Analysis is pending.